Manufacturer narrative:
All affected units were corrected using new pcbs with corrected circuits after redesign. Devices were corrected on hospital sites and at nihon kohden (B)(4). Subsequent complaint review as of january 7, 2016 shows no complaints on this issue post correction. An unreported field correction was conducted following this incident. As part of the retrospective review, this correction will be reported to the FDA. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screw stimulation occurred with the probe in the whole or on the screw and a needle in the soft tissue. As long as both of these were in and the machine was set to trigger there was an appropriate read out of the current delivered as stimulation occurred. For example: stimulation of a lumbar hole, stimulation set to 7ma, 6.5ma delivered, response seen in quad, threshold 5.5ma. As the surgeon pulled the probe out of the hole nothing happened as long as the loop was closed. However, as the probe was pulled out of the hole (loop open) there suddenly was rhythmic twitching of the patient's arms and/or torso (somewhat) difficult to tell which under the drapes) which stopped whenever the machine trigger was turned off of the loop was closed again. It is unclear how this can happen but this is what was witnessed yesterday. The tech in the case tried various settings (switching the trigger off at various times, closing/opening the loop, reversing probe and reference etc.) With a surgeon who was try to help. There is no question about the set up for this case (no operator error), the set up was checked by two people.